Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Currently it is unknown whether the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level and had partial display. Customer's blood glucose value was 588 mg/dl. The customer was assisted with troubleshooting and declined for high blood glucose. Customer will be returned device for analysis.

Manufacturer narrative:
Insulin pump was not received stuck in manufacturing mode. Insulin pump was received with blank display due to missing battery cap contact. Using a test battery cap and continued testing, unit was received with normal operating currents and no unexpected low battery alarm or missing segments/partial display noted during testing. Unit was received with scratched case and minor scratched lcd window.